Event description:
The pt will be reimplanted for declining performance, facial nerve stimulation and non-auditory stimulation with their cochlear implant. Diagnostic testing shows that the device is still functioning to MFR's specifications.